Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle there is incorrect label information of one tube. No patient impact reported. The following information was provided by the initial reporter: "the batches shown does not match with eclipse material. The number printed in bottom of IV shield changes from 73 to 44."

Manufacturer narrative:
Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for discolored IV shield was observed. The photo quality makes it difficult to determine the lot number on one of the devices. One of the other photos shows the mold and cavity numbers on each device. These numbers change depending on the mold and cavity in which the shield was made, with both ¿44¿ and ¿73¿ being valid cavity numbers. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issues of discolored IV shield and incorrect label content were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode discolored IV shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle there is incorrect label information of one tube. No patient impact reported. The following information was provided by the initial reporter: "the batches shown does not match with eclipse material. The number printed in bottom of IV shield changes from 73 to 44."

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D..4. Medical device lot #: unknown. D..4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H. 4. Device manufacture date: unknown.